Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed functional tests for electromagnetic field immunity and uplink amplitude tests. The device needs the antenna replaced to resolve functional test issues. It was also noted that the label was missing the laminate backing. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.